Event description:
Subsequent to the previously filed medwatch, review of two pictures from the procedure by an abbott vascular clinical specialist concluded that the ultra stent appeared shortened by about 4 or 5 mm as the stent shadow was not near the balloon marker. No additional information was provided.

Event description:
It was reported that the 5.0x13 ultra stent was direct stented in the 70 to 80% diameter lesion in the moderately tortuous and moderately calcified proximal left circumflex coronary artery at 9 atmospheres. During deployment, the ultra stent appeared to be the stated length of 13 mm. There was a waist in the stent, therefore, a 5.0x12 nc trek was inserted, but the ultra stent looked 4 mm shorter then it should have been. The 5.0x12 nc trek was removed and replaced with a 5.0x8 nc trek to post dilate the shortened stent. The shortening of the stent was very apparent. The lesion remained covered with the stent. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot number was provided. Review of the device history record and pictures of the device are forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.